Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported the patient had surgery on september 10 to have her implantable neurostimulator replaced due to normal use. The patient was getting good stimulation coverage to her low back and right leg prior to surgery. At some point during the surgery the patient¿s left octad lead migrated. An x-ray taken during surgery showed the lead had migrated 1.5 vertebral bodies. The patient¿s previous programming no longer covered her left low back as it did prior to surgery and she was now getting stimulation to her left ankle instead of her low back. A manufacturer representative was made aware of the lead migration during the patient¿s post-operation appointment on the date of this report. Reprogramming was performed. The patient also experienced less than 50% therapy relief. Additional information received reported the patient was going to set up an appointment to be evaluated by her doctor. It was noted the plan would be decided during that appointment.